Event description:
A discordant, falsely low result was obtained on one patient sample for cardiac troponin (ctni) on dimension rxl max with hm instrument. The falsely low result was reported to the physician(s), who questioned it. A different sample was obtained from the patient two hours prior, and the result was higher. The discordant sample was then repeated on the same instrument and on an alternate dimension instrument, resulting higher each time it was tested. The corrected result from an alternate dimension instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.

Manufacturer narrative:
The customer contacted a siemens customer care (ccc) specialist and stated that they observed accuracy and precision issues. The customer replaced the flex cartridge with the fresh one and ran a precision test in replicates of five, which resulted within an acceptable range. The customer also ran nine patient samples, which resulted as expected. The ccc dialed into the system remotely and checked the heterogeneous module pumps and wash probes and cleaned the drains as a part of monthly maintenance. The customer ran the quality controls, which were within acceptable ranges. A siemens headquarter support center (hsc) specialist reviewed the instrument data and discovered that the blank values were declining within a well and a trend of low outliers was observed. The falsely low values and imprecision was obtained during low blank values on the instrument. Also, there was inadequate reagent in the blank cuvette and by extension in the active cuvette. A siemens customer service engineer (cse) was dispatched to the customer site and performed preventive maintenance. The cse serviced reagent probes 1 and 2, the drains and the fluidics. The blank values were stable with the new well and expected results were obtained. The cause of discordant, falsely low ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.